Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. It is also possible several events occurred in one pt. At this time no additional info was available, additional info regarding the pt, event, interventions and outcome has been requested.

Event description:
Literature: wood mf, nguyen fn, okun ms, rodriguez rl, foote kd, fernandez hh. The effect of deep brain stimulation surgery on repetitive behavior in parkinson's pts: a case series. Neurocase. Feb 2010;16(1):31-36. Summary: this study evaluated the effect of deep brain stimulation (dbs) on existing repetitive behavior in three parkinson's disease (pd) pts who underwent unilateral subthalamic nucleus dbs surgery at one center. Pathological repetitive behavior was defined as a stereotyped behavior that was excessive (resulting in missed meals, lack of sleep, timing of meds and poor hygiene), disruptive (affecting daily activities or interaction with family members), and interruptive (causing anger or irritability). Event: one (B)(6) male pt with a 16-year history of pd, who had a left pallidotomy in 1998 and right stn dbs surgery in 2003 and a history of depression, experienced an intracerebral hemorrhage after dbs surgery and was hospitalized for a month. Three months after the surgery, he developed pneumonia, which was followed two months later by meningitis. Four months prior to the publication of the article, the pt fell and suffered an intracranial hematoma. At the time of publication of the article, the pt lived in a nursing home.